Manufacturer narrative:
Follow-up # 1 date of submission 04/07/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/18/2014 with the following findings: during testing, the down arrow keypad button was found to be intermittently unresponsive and required multiple button presses with increased force. The up arrow, ok, and contrast buttons responded appropriately to button presses. The keypad cover was removed and the down arrow button contact was found to be inverted. There was no contamination found under any of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the down arrow keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved during troubleshooting. There was no indication that the product caused or contributed to an adverse event.